Event description:
Refer to h10/h11 for follow-up information. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient demographic information and medical history was updated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Universal surgical manipulator (usm) 3 was analyzed and the complaint regarding the arm not recognizing instruments was confirmed, but not replicated, by failure analysis. The usm was tested on an in-house system in normal mode, without any errors. The usm also tested on psc fixture test platform (pftp) where all carriage related test passed. In house failure analysis engineer troubleshooted the issue, using fenestrated bipolar forceps instrument, large needle driver instrument, stapler 45 instrument, stapler 30 instrument, sureform 60 instrument, and manually checked all presence pins and gearbox and no issues were found. As a precaution. Rotors, gearboxes, all presence pins, presence pins screws and top plate will be replaced.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator 3 (usm) was not recognizing instruments. The site reseated the drape, and changed instruments, with no change. The site switched to usm 4 to complete the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that usm 3 was not recognizing instruments, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site, reproduced the reported failure, and replaced the universal surgical manipulator (usm) to resolve the issue. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.